Manufacturer narrative:
The insulin pump passed functional testing and no unexpected no delivery alarms were noted. However, the device was received with intermittent button response, due to corroded keypad traces. No button error alarms were noted. The device was also received with a cracked case at display window corners, minor scratches on the lcd window, and a broken reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 202 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.